Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was also noted that the high rate cover was contaminated, the upper case was contaminated, one control knob was contaminated, the lower case was contaminated, the heart wire block was contaminated, the battery drawer was contaminated, the two battery latches were contaminated, the two side bail covers were contaminated, the ring cover was contaminated, one case screw was missing, and two heart wire contacts were contaminated. (B)(4).

Event description:
It was reported the epg (external pulse generator) turned off repeatedly while attached to a patient, even though the nurses put in a new battery. This was the first time the device was connected to a patient during a pacemaker implant procedure, just after the event, another epg was connected. The epg was returned for check and repair. No patient complications were reported as a result of this event.